Manufacturer narrative:
Reported event of the tip falling off of the electrode is confirmed. Received one 60-5274-132 in opened original packaging. Lot number was verified. Performed a visual inspection, the l-hook is disassembled from the device. There is evidence of soldering present. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted on the basis of the returned packaging and found a total of 9 similar events involving 9 devices for this lot number. A two-year review of complaint history revealed there has been a total of 48 complaints, regarding 49 devices, for this device family and failure mode. During this same time frame 340,005 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: examine the device prior to use for damage. Do not use if damage is found. These electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. To avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during a total laparoscopic hysterectomy procedure when it was reported ¿the electrode was detached and fall in body during surgery.¿ the procedure was completed and there was no report of a delay. An alternate unknown device was used. After further assessment it was found, grasping forceps were used to retrieve the fragment. There was no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Conmed (B)(4) reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during a total laparoscopic hysterectomy procedure when it was reported ¿the electrode was detached and fall in body during surgery.¿ the procedure was completed and there was no report of a delay. An alternate unknown device was used. After further assessment it was found, grasping forceps were used to retrieve the fragment. There was no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.